Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Due to damage to the camera unit, the endoscopic image could not be displayed. Additionally, due to damage to the cable unit, water tightness was lost. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the hd autoclavable camera head. The issue was found during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: there was no procedural impact as a result of the issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿no image due to camera unit failure¿ was confirmed. It was determined that failure of the camera unit caused the video function not to work properly, resulting in the phenomenon of ¿no image¿. It was concluded that the cable failure was due to client handling and/or normal wear and tear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[precautions against frozen or lost endoscopic images]: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.